Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 122 mg/dl. Customer was unable to exit load reservoir process. Customer will not receive complete status inside the load reservoir process. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor test and displacement tests. The pump primed properly. The pump was received with a scratched case, a cracked select button keypad overlay, pillowing keypad overlay, and minor scratches on the lcd window.